Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decline of the user's hearing performance with the device was reported. There was no report of trauma. The patient will be re-implanted, but no date has been scheduled yet.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) corporation (exemption number e2015033).conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A decline of the user's hearing performance with the device was reported. There was no report of trauma. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The active electrode also showed some additional damage to the electrode wires, as being caused by an external impact to the active electrode. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
A decline of the user's hearing performance with the device was reported. There was no report of trauma. The recipient was re-implanted.